Event description:
It was reported that the preloaded intraocular lens was upside down in the cartridge and was delivered into the patient's eye upside down. Additional information stated that additional surgical maneuvers were used to flip the lens. The lens remained implanted in the patient's eye. There was no report of patient injury. No other information was provided.

Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. (B)(6). Section h3: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.